Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, the wires were punched in the unit and had contamination. The root cause for the damaged connector was excessive force. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.